Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further noted that atrial tachycardia/atrial fibrillation (at/af) atp (anti- tachycardia pacing) therapies have been disabled due to a failed atrial lead position check. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.